Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast lesion excision system procedure, the intact wire on the wand basket fractured, detached and remained in the patient. There was no impact to the patient reported.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the total lesion was removed, but foreign body was left within the breast investigation conclusion: the reported issue was not confirmed. The unit failed functional testing, as the voltage output is low across the 300 ohm load. The wire break issue could not be confirmed due to the functional failure found of low output. The low output was not part of the initial customer compliant, however may have contributed to the broken wire. Motor voltages during rf activation were also found to be slightly below comparative averages across 300 and 500 ohm loads. Adjusting the pid circuit voltage would likely restore functionality. However, the generator is not serviceable and has been designated to be scrapped. The following additional observations of this generator are as follows: audible tones are present, but volume cannot be adjusted. It has a metal plug instead and labeling is different from other gen 1s. The handle connector is assembled incorrectly, possibly because this was an early version of gen 1. Labeling has no impact on functionality of the system. Handle assembly also had no impact on functionality. It is unknown if these observations were within specification at the time of release of this product. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast lesion excision system procedure, the intact wire on the wand basket fractured, detached and remained in the patient. There was no impact to the patient reported.